Event description:
The customer stated a tube of blood spilled in the cell-dyn sapphire analyzer's dilution cup area. There was no direct fluid contact or injuries as a result of the spill, as the lab technician was wearing the proper personal protective equipment. After cleanup up the blood spill, the customer attempted to prime the analyzer and observed a series of analyzer errors. The customer was advised to reboot the analyzer, prime, and check the vent head assembly and replace if necessary. Upon performing the auto cleaning procedure, the analyzer generated more errors. The customer performed additional troubleshooting procedures, replaced the vent head assembly, ran quality controls successfully, and the issue was resolved. There was no impact to patient management, as the patient sample was re-drawn and the results reported.

Manufacturer narrative:
(B)(4). Concomitant medical device: cell-dyn sapphire analyzer, list # 8h00-01, (B)(4). The cause of the cell-dyn sapphire vent head assembly aspiration error (undetected short sample) was due to a defective cell-dyn vent needle from the supplier. A product recall informed abbott customers to discard any cell-dyn sapphire vent head assemblies and replace with a new cell-dyn vent head assembly provided to the customer with the recall letter.